Event description:
The customer reported via phone call that the insulin pump alarmed button error when the customer was going to deliver a bolus. The customer's blood glucose was 310 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked case at the reservoir tube window corners, cracked reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.